Event description:
It was reported that while using the analyzer the programmer experienced a sensing malfunction. The programmer was rebooted and the measurement was taken with no further issue. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported customer phenomenon of a sensing malfunction while the analyzer was connected to the programmer, the analyzer failed its cross-pacing functional tests. The analyzer was to be returned unrepaired and scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l radio frequency (rf) programmer head. (B)(4).